Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral upper flank (bra roll) on (B)(6) 2015 using an unknown applicator, to the bilateral inner thighs on (B)(6) 2015 using an unknown applicator, to the lower abdomen on (B)(6) 2016 using an unknown applicator. It is noted the patient was treated with a coolmax and a coolfit applicator, but it is unknown which applicator was used to treat which area. On (B)(6) 2016, the patient returned to the office for a follow-up visit, and reported the bra roll area began to get larger 3-4 months post-treatment. The patient was diagnosed with paradoxical hyperplasia (pah/ph) to the bra roll area on (B)(6) 2016.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral upper flank (bra roll) on (B)(6) 2015 using an unknown applicator, to the bilateral inner thighs on (B)(6) 2015 using an unknown applicator, to the lower abdomen on (B)(6) 2016 using an unknown applicator. It is noted the patient was treated with a coolmax and a coolfit applicator, but it is unknown which applicator was used to treat which area. On (B)(6) 2016, the patient returned to the office for a follow-up visit, and reported the bra roll area began to get larger 3-4 months post-treatment. The patient was diagnosed with paradoxical hyperplasia (pah/ph) to the bra roll area on (B)(6) 2016.